Event description:
It was reported that upon trying to implant, tried to use self punching feature tapped one and the device broke into 3 pieces inside the joint. Broken pieces were removed from the patient. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
The reported device was returned for evaluation and was intended for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection of the device found that the multifix s was received undeployed with the anchor broke off. Functional evaluation cannot be performance due to the broken condition of the anchor. The complaint was verified, but the root cause for the broken anchor could not be determined with confidence. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: caution: use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant.